Event description:
It was reported that this right atrial (ra) lead was explanted due to a non specific product performance issue. The patient underwent surgical intervention to remove and replace the device with a boston scientific product. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).